Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polyp ablation procedure performed on (B)(6) 2015. According to the complainant, during catheterization the snare ruptured. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results a visual analysis of the returned device found that the loop was broken with evidence of burn. There were kinks on the loop and the distal part of the catheter. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polyp ablation procedure performed on (B)(6) 2015. According to the complainant, during catheterization the snare ruptured. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.